Event description:
It was observed during olympus' device inspection that the bronchovideoscope exhibited a burned/melted distal end tip and there was foreign material attached to the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the foreign material was identified as tissue adhesive, however, a cause for foreign material and burned/melted distal tip could not be established. The foreign material event can be detected/prevented by following the applicable chapters in the instructions for use: bf-q290 IFU operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿, reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories). The burnt distal end tip can be detected/prevented by following the applicable chapters in the instructions for use: bf-q290 operation manual:chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope bf-q290 operation manual:chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.